Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 05/02/2014 reporting a meter error 1 issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the meter error 1 issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed error 1 sub code 7 occurs immediately when powering meter. Meter fails to download. Investigators unable to obtain meter version due to inability to download and inability to clear error 1 message. Investigators were unable to perform steps 8¿10 due to inability to clear the error 1 message.